Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The issue was confirmed a manufacturing representative (rep) traced the issue to the door close sensor being slightly off mark. The rep was able to adjust the sensor back into position and retighten. Once adjusted the door sensor reported fully closed and functioned properly. System performed according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was giving a gantry open message when it was closed. There was no patient involvement.